Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.

Event description:
The customer reported via phone call that she had been experiencing issues with high and low blood glucose levels. The customer reported that she went to the emergency room due to hypoglycemia with a blood glucose level of 67 mg/dl. The customer reported that she was nauseous and vomiting. Customer stated that she was not wearing the insulin pump at the time of the emergency room visit, and had not done so for several weeks prior. The customer also reported a high blood glucose incident in which she changed the reservoir, but not the infusion set. Customer was advised to change the infusion set as well. Most recent blood glucose level provided at the time of this call was 325 mg/dl, the night before. The customer was sent a tubing clamp so that troubleshooting could be completed, but will not return the insulin pump for analysis.